Event description:
A customer contacted baxter's technical service center and reported touching the tip of his transfer set while disconnecting self. The technical service representative (tsr) assisted the home patient (hp). The hp stated he stopped initial drain to disconnect to get something in the other room. The hp disconnected, put flexicap on the patient line and forgot to close the transfer set and it started leaking solution from stomach and when hp went to close it and cap it, he touched the tip. The hp stated he put a mini cap on. The hp stated was told by the nurse that if this happens to leave mini cap on for maybe 45 minutes before reconnecting. The tsr advised the hp will need to call the nurse and notify her that he touched tip of transfer set. No further information is available.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4).the root cause for the reported leak was determined to be user error. A labeling review found labeling to be adequate for the user error identified. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.